Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the resolute integrity rx coronary drug-eluting stent. Survey results from an interventional cardiologist in practice 19 years. In the past 12 months, the physician has used the resolute integrity stent 120 times with 105 intermediate (2.25 x 12 mm to 4.00 x 34 mm) and 15 small (2.25 x 8 mm) sizes of these stents used. The following device complaints were encountered in procedure when using the resolute integrity product over the last 12 months: two incomplete stent apposition events were related to the procedure but not directly to the device itself. Two incomplete stent expansion events were reported to have had no clinical/patient impact. It was also reported that the resolute integrity did not perform as expected in terms of dilation of a target lesion due to the lesion being heavily calcified.

Manufacturer narrative:
Additional information: initial reporter details updated to unknown the physician in this case consented to participate in the survey but did not consent to be contacted regarding the information provided and wished to remain anonymous, therefore information for facility and city cannot be provided. If information is provided in the future, a supplemental report will be issued.